Event description:
The complainant reported a patient was on impella cp support. While on support, the patient went into ventricular tachycardia overnight with multiple defibrillations. The impella cp remained in place for left ventricle unloading and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation has been completed. No product was returned. As the necessary information was not provided, the root cause of the ventricular tachycardia was not determined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Insufficient data logs from time of "impella in aorta" alarm were provided. The root cause of the optical signal issue cannot be definitively determined as insufficient data logs were provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information from the initial manufacturer device report number 1220648-2025-27213. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2025-27213. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-27213.

Event description:
During patient support, the pump generated false 'impella in aorta' alarms. The physician confirmed proper positioning via echocardiography.